Manufacturer narrative:
The user advised that patient weight is not available. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The software was upgraded, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit went into a system reset. There was no reported patient injury.